Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information in h6: method, results, and conclusions. Medical records were not provided for review. Potential cause: the product was not returned and no photos, intra-op/post-op images, or surgical notes were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Complaint history: a complaint history review was conducted. DHR review and related actions no lot number was provided, so the DHR could not be reviewed. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that heterotropic ossification and radiculopathy occurred as a result of a mobi-c implantation sometime between (B)(6) 2019 and (B)(6), 2020. No treatment plans were identified.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that heterotropic ossification and radiculopathy occurred as a result of a mobi-c implantation sometime between (B)(6) 2019 and (B)(6) 2020. No treatment plans were identified.